Event description:
The customer received a questionable troponin I result for one a patient sample. The patient came to the cardiology service with an arm pain on (B)(6) 2012 and the initial result was considered to be positive at either 0.219 ng/ml or 0.215 ng/ml. Clarification has been requested on the specific result. Then laboratory repeated the sample and the result was similar to the first at 0.221 ng/ml and was still considered positive. Due to the result, the physicians did an angiography on the patient. No information was provided to determine if the patient was adversely affected. The patient took the serum and had the assay performed at another laboratory with a vidas analyzer and the result was considered to be negative at <0.01ng/ml. The laboratory repeated the sample again on the cobas e601 analyzer and the result was 0.196 ng/ml and on the vidas analyzer and the result was <0.01 ng/ml. They drew a new sample from patient on (B)(6) 2012. The results from the cobas e601 with a new reagent pack of the same lot number were 0.219, 0.236 and 0.224 ng/ml. The results from the vidas analyzer were <0.01, <0.01 and <0.01 ng/ml. The troponin I reagent lot number was 167501.

Manufacturer narrative:
Medwatch field asku-no information was provided on the specific part number involved in this event. This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received determining the initial result for the sample on (B)(6) 2012 was both 0.215 and 0.219 ng/ml. The patient was not adversely affected due to the event and was discharged from the hospital. The investigation could not determine a specific root cause. One sample was submitted for investigation and the customer's result could not be confirmed.